Event description:
It was reported that the surgeon noted a haptic was bent on an aq2010v three piece silicone lens during loading. There is uncertainty of whether or not the haptic was bent during loading or if the lens was received damaged.

Manufacturer narrative:
(B) (4). Evaluation: method - work order search. Results - a work order search was performed and there were no similar complaints found. (B) (4).